Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5068 implantable pacing lead - (B)(6) 2000; 6947 implantable tachy lead - (B)(6) 2007. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) rapidly due to high thresholds on the left ventricular(lv) lead. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached elective replacement indicator (eri) rapidly due to high thresholds on the left ventricular(lv) lead. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.